Event description:
It was reported that the recently implanted patient reported swelling over the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and also at the scs lead site. The physician suspected it was a serous collection over each site rather than infection. The patient was admitted to the hospital and was administered intravenous antibiotics as a precaution. Upon follow up it was reported that the event was not resolving. The physician was concerned about possible infection, however nothing was growing from microbiology testing. The patient underwent a procedure in which the entire scs system was explanted. The patient is doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7075962. Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7075798.